Event description:
The report received from the affiliate indicated that the target lesion was the mid right coronary artery(rca).the lesion was reported to be:moderately calcified,tortuous,and a 90% stenosis.the device was delivered to the target lesion, but the balloon inflation was minimal.the physician then tried to remove the unit into the guiding catheter unsuccessfully.the entire system was removed from the patient.the stent was found to be flared at the proximal end.a different guiding catheter,guidewire and cypher stent were used to complete the procedure.there was no reported patient injury.